Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced breast pain ("sore breast"), mood altered ("moodiness"), menstrual disorder ("menstrual period"), feeling abnormal ("feel like different person now") and cervical vertebral fracture ("my pain from where I broke my neck") and was found to have weight increased ("weight gain"). The patient was treated with surgery (I have an appt marc 7th hopefully she get surgery date.). Essure was removed. At the time of the report, the medical device removal, breast pain, weight increased, mood altered, menstrual disorder, feeling abnormal and cervical vertebral fracture outcome was unknown. The reporter considered breast pain, cervical vertebral fracture, feeling abnormal, medical device removal, menstrual disorder, mood altered and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event my pain from where I broke my neck was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced breast pain ("sore breast"), mood altered ("moodiness"), menstrual disorder ("menstrual period") and feeling abnormal ("feel like different person now") and was found to have weight increased ("weight gain"). The patient was treated with surgery (I have an appt (B)(6) hopefully she get surgery date). Essure was removed. At the time of the report, the medical device removal, breast pain, weight increased, mood altered, menstrual disorder and feeling abnormal outcome was unknown. The reporter considered breast pain, feeling abnormal, medical device removal, menstrual disorder, mood altered and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:; reported added, event added. Non serious to serious incident. Proceed with 2 3 4 5 fo-up. On 23-mar-2020: new reporter, events: sore breast, weight gain, moodiness were added. Fu 1 and 2 were processed together. On 23-mar-2020: social media: new reporter and event feel like different person now. On 25-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media: new reporter and event menstrual period. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.